Manufacturer narrative:
(B)(4). Batch # t5cm1z. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, another cr40g reload was received which was fully fired. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, there was an incomplete firing. According to the surgeon, the colon had staples laterally(beginning) then none on the lumen; incomplete. The device partially fired from lateral to proximal but it was incomplete leaving the colon lumen with out staples. Case completed with another device of the same product code as well as over sewing. There were no patient consequences reported.